Event description:
It was reported that this right ventricular (rv) lead was part of a system revision due to a pocket erosion. Reportedly, the patient was removing the bandages when the wire was coming out in the incision site and asked if this was normal. There was no additional adverse patient effects were reported. This rv lead remains in service.